Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients heart rates were "low" during exercise. The right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited possible t-wave oversensing (twos). The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.